Manufacturer narrative:
(B)(6). A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pharmacist delivered a package of bd ultra-fine?¿ ii 0.3ml, 8 mm insulin syringes to his customer. He experienced a needle stick injury due to the needle protruding through the cap after the same needle had stuck the customer. Medical intervention is unknown.

Manufacturer narrative:
Investigation summary: customer returned photos of 3/10cc syringes in a poly bag from lot # 5292616. Customer states that ¿mr. Romulo delivered a package of syringes to one of his customer and witnessed a needle stick accident with one of the syringes, when he taken the package to himself, he also had a needle stick with the same needle. After the incident, romulo and his customer noticed that of the syringes was with defect, one need had crossed the shield (protection cap).¿ the attached photos were examined and exhibited one syringe with the cannula through the shield. Since the cannula was through the shield and exposed, this could lead to a needle stick. Investigation conclusion: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: possible root causes for needle through shield include: manufacturing process: needle was bent during the shielding process and was not detected at the pim, where an electrical current is passed over the shield and ejects parts where an arc is detected. Additionally, needle through shield would have had to pass through undetected by the camera system utilized on the production line. Both systems are challenged at regular intervals during production. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Correction: date received by manufacturer: 08/08/2017.